Event description:
Hcp reports started seeing patient in 2005 for reported syncopal episodes especially when the patient is near security systems and amulances. The patient underwent an entire system explant of the spinal cord stimulator and recovered without sequela. The device was explanted but not returned to the manufacturer for analysis. A follow up report will be sent if additional information is received.